Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer removed the batteries and then was unable to turn the insulin pump back on. Customer reported that fluid was visible in the screen of the insulin pump. Customer stated that they did go to the beach with the insulin pump. Customer's current blood glucose reading is 17 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, prime test and excessive no delivery tests. No blank display was noted. No excessive no delivery alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and a cracked display window.